Event description:
Additional information received noted the right atrial lead was noted with oversensing.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a right atrial lead revision. Upon interrogation prior to procedure, right atrial (ra) noise episodes were found stored. The ra sense configuration was found switched to unipolar configuration in 2019 per recommendation of abbott's tech services. The reason for the programming changes to switch the sensing was unknown. The lead was capped and replaced (B)(6) 2020. The patient was stable.